Event description:
It was reported that during an endovascular procedure after several dilations in the body, the subject balloon could not be dilated. When the removed subject balloon catheter was checked, it was found that a distal part of the balloon had burst. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. There were no abnormalities such as air, leaks, or poor expansion when the balloon was expanded outside the body at the preparation. There was no resistance when the 0.014¿ guidewire gw was inserted. After the gw was inserted, the entire system was flushed, and saline-contrast mixture confirmed it was flowed. No friction and resistance were felt at the hub of the guiding catheter. The contrast agent was diluted 60%. A 1cc syringe was used to inflate the balloon in the body. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported issue ¿balloon failed to inflate¿ and ¿balloon burst/ruptured during use¿.